Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient went into ventricular fibrillation (vfib). The patient had previously been turned down for surgical intervention. There were target lesions in the circumflex artery and in the left anterior descending (lad) artery. Additionally, the patient had a chronic total occlusion (cto) lesion in the right coronary artery (rca). The physician used a 6fr x 25cm introducer sheath, 0.035" angled j wire, amplatz ss guide wire and glide catheter to introduce a temporary pacemaker and impella device. Prior to atherectomy, a temporary pacemaker was placed in the right ventricle for rapid pacing during the procedure. An impella device was attempted to be utilized, but the physician was unable to advance it due to tortuosity in the right iliofemoral system. A 6fr ebu guide catheter and a 0.014" runthrough guide wire were then used to access the lesion in the circumflex. The runthrough guide wire was exchanged for a csi viperwire guide wire using a 1.25x6mm over-the-wire (otw) balloon. The physician then loaded a csi orbital atherectomy device (oad) onto the guide wire and performed three runs at low speed and three runs at high speed. The oad and guide wire were removed from the patient. The physician then used a 6fr xblad 3.5 guide catheter and a 0.014" runthrough guide wire to access the lesion in the lad. The runthrough wire was exchanged for the csi viperwire guide wire and the oad was loaded onto it. The physician then performed two runs at low speed, but the patient became hypotensive, bradycardic and pulseless. The patient went into vfib. Subsequently, cardiopulmonary resuscitation (CPR) was started and the patient was intubated. Additional emergency measures were taken, but the patient expired.